Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a battery issue. There was no patient involvement.